Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the glidescope core smart cable but was unable to confirm the reported intermittent image issue. When connecting the customer's cable to known, good, working verathon test equipment, the image was normal. The camera image quality test was performed and passed. Upon completion of the evaluation the customer's glidescope core smart cable was scrapped due to the device already being replaced. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image intermittently disappears. The customer also observed the hdmi connector on the glidescope core smart cable was "very loose" causing it to "rock back and forth". The procedure was completed using another glidescope core system, which was made available in about five (5) minutes. No harm to the patient or user was reported.